Event description:
Clinic notes dated (B)(6) 2012 noted that the patient's seizures were getting longer and were getting worse (below pre-vns baseline). Additional medications were added. Clinic notes dated (B)(6) 2012 noted that the patient's seizure duration was getting longer, but that no medication changes would be done at this time. Clinic notes dated (B)(6) 2012 indicated that there were no change to seizures and that the patient's parents were ok with the seizure frequency. No medication changes were made at this visit. The patient experienced a flurry of seizures noted on (B)(6) 2012 notes and onfi was started. On (B)(6) 2013 it was noted that the patient had a marked reduction in seizure frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Follow up with the physician found that the increased seizure frequency, breakthrough seizures, and "seizures getting worse" were not related to vns. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizures. The patient "sputtering" when the output current was increased on (B)(6) 2012 referred to coughing fits. There was no relationship provided between the seizures and pre-vns seizure levels. No other information was provided.